Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis (fa) team. The reported event with the instrument could not be replicated nor confirmed. The instrument underwent external and internal visual inspections, no motion issues detected. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips/blades opened and closed properly. The instrument failed the energy delivery test. No motion related issues were detected during the failure analysis. Additional findings, non-related to the complaint, the instrument was found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tips of the monopolar curved scissors were not able to open, the instrument was blocked, there was no tissue involved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with wire breakage and there were no signs of arcing and/or sparking on the instrument as a result of the damage.